Manufacturer narrative:
The ge service rep performed an on site investigation. The cable from the monitor cart to the c-arm had damaged pins and was replaced. The fuse in the monitor cart was replaced and the interconnect cable from the c-arm to the monitor needed to be ordered. The system operates as intended.

Event description:
The customer reported there was no power to the monitor cart. No pt injury was reported.